Event description:
On (B)(4) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her son) alleging the patient's onetouch ultralink meter was not communicating with his insulin pump. The medical surveillance specialist (mss) was unable to follow up with the reporter. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at an unknown time, the reporter alleged the patient obtained an unknown result on his lfs meter, and the actionable result was not communicated to his medtronic device. The reporter stated the patient uses novolog insulin pump therapy to manage his diabetes and he normally tests his blood glucose more than 4 times a day. The reporter stated the patient was able to manually administer insulin based on the unknown meter reading. However, 3-4 days later, the reporter stated the patient became "thirsty and lethargic." It is unclear if the patient develops these symptoms due to high or low blood glucose. The reporter stated the patient did not receive any medical intervention for an acute complication of diabetes. It is unclear if there was a delay in treatment or if the patient did not receive enough insulin due to the alleged issue. During the time of troubleshooting, the cca confirmed that the customer was able to have an actionable result (reading unknown). The cca noted that the result does not flash and the "pump comm" feature was not turned on. During a walk through re-test, the alleged issue was resolve with training. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the communication issue can lead to the patient's symptoms since the communication between the meter and the pump does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after the communication issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter was found to function properly with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.